Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the garments were too tight and caused a blisters. It was reported that the patient had multiple blisters, as well as moles that were being irritated by the lifevest. The area is reported to have broken skin and is bleeding. There was no alleged device malfunction contributing to the irritation. Patient was fit with larger garments by the distributor's support service. Patient was given a pad to cover the areas that are sore by a nurse. Patient reported that the blisters have gotten a bit better.